Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 23mmol/l with agitation and confusion associated with air bubbles in the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. The reporter noted that the air bubble issue had occurred with five cartridges. Troubleshooting indicated that the connection between the cartridge and the infusion set was correct and that the patient was using correct cartridge fill technique. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.